Event description:
It was reported that, the ventilator graphic user interface (gui) generated a communication error message, and became inoperable. No patient involvement was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and installed the most current software revision, to resolve the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.